Event description:
A report was received that the patient had difficulty charging of the ipg. The ipg had been flipped as confirmed through x-ray. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.